Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's unrelated ipg replacement on (B)(6) 2021 (manufacturer report number: 3006705815-2021-01680), the physician inadvertently caused the patient's lead to migrate. As a result, the physician explanted the patient's lead. Effective therapy was established using the patient's other lead.